Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures and a visual inspection of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Photos of the device were provided, however, which showed a foreign particle inside the sterile barrier of the packaging. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not otherwise made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the quality control procedures was conducted, and no gaps were discovered. The device is packaged with instructions for use, which state to "not use the product if there is a doubt as to whether the product is sterile." Based on the information provided and no product returned, investigation has concluded that the device failure can be attributed to a quality control deficiency. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: non-healthcare professional, distributor. PMA/510(k) number: pre-amendment. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during inspection at a distribution facility, foreign matter described as a "strange particle" was found inside the unopened package of a performer mullins guiding sheath. The device did not make contact with any patient.